Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted on (B)(6), 2010.according to the complainant, the patient experienced an unknown injury. According to the physician, the patient did have some complaints with the device which were unspecified. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).